Event description:
Per complaint form: after lifting plastic lever, catheter was removed and it was noticed that the string was coming out of tract - unable to pull out. Unable to retrieve after pulling with some tension (cut at skin surface).

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4). Device manufacture date: unk as lot is unk. Per info supplied by the customer, no product will be returned. The device is inspected for suture security and functionality. The instructions for use (IFU) states the follow steps for catheter removal. "While stabilizing the mac-loc-catheter hub assembly with one hand, position a small, blunt object (approx the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking can lever is free." Add'l info was requested as to the method that was used to remove the catheter, however, a response was not received. Without add'l info or the return of the complaint device, we are unable to determine what may have led to this failure mode. Add'l info was requested as to the method that was used to remove the catheter, however, a response was not received. Without add'l info or the return of the complaint device, we are unable to determine what may have led to this failure mode. We will continue to monitor for similar complaints and have notified the appropriate personnel. No risk mitigating action necessary at this time per the conclusion of quality engineering risk analysis.